Event description:
Medtronic received a report that while taking the pipeline shield 3.75/35 into up in microcatheter there was too much resistance and it was not going up after even many trials. The device was stuck in the middle of the microcatheter. The physician had to take the device out with microcatheter. The catheter was flushed continuously with heparanized saline. The device became stuck while taking device into microcatheter. The physician released the load (slack) in the system in an attempt to resolve the issue; however the issue did not resolve. There was no damage observed on the catheter or pushwire. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an amorphous left internal carotid artery (ica) aneurysm with a max diameter of 29 mm and a 8 mm neck diameter. The distal landing zone was more than 3.25 mm. The proximal landing zone was more than 3.5 mm. It was noted the patient's vessel tortuosity was normal. The angiographic result post procedure was performed pvo, patient was doing good all vessels were filling. Additional information received reported the cause of the resistance was not determined. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). No damage to the pipeline push wire or catheter observed.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex shield braid was returned for analysis withing shipping box; within a plastic bio-pouch; within an opened pipeline flex shield outer carton and inner pouch; and within a dispenser coil. The pipeline flex shield pushwire and phenom 27 catheter were not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found to be fully opened and damaged. In addition , the middle section of the braid was found to be separated/broken and damaged.. No other anomalies were observed. ¿ testing/analysis: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis ¿conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have resistance as the braid was returned without the pushwire and phenom 27 catheter. The pipeline flex shield braid was found to be separated/broken and damaged. However, the root cause for the damage could not be determined. Possible causes for resistance include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.